Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette leaked. The home patient (hp) was connected at the time of the event. This occurred during dwell one of four of peritoneal dialysis (pd) therapy. Renal therapy services assisted the cg (caregiver) with ending the therapy. The cause of the leak was unknown. The cg would notify the hp¿s pd registered nurse regarding the event. There was no patient injury or medical intervention associated with this event. No additional information is available.